Event description:
It was reported that a revision surgery was performed due to feelings of instability and effusions. Doctor planned to examine the patient under anesthesia and revise the joint to give more stability.

Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, based on the available information, the root cause of the ¿effusions and instability¿ cannot be concluded. It is unknown if the ¿scar tissue¿ or if the needed larger insert contributed to the issues. A causal relationship of the prosthesis to the ¿effusions and instability¿ has not been demonstrated at this time. Also reported was a fall ¿at work¿ post-revision; she was taken to the hospital from ¿the stadium¿. This event reportedly slowed down her recovery from the revision. No other follow up information was provided at this time. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.